Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping the graphic user interface (gui) in order to determine the error codes. (B)(4).

Event description:
Covidien received information stating that while in use on a patient an 840 ventilator had a blank screen and stopped cycling. Though requested, patient information was not provided.